Manufacturer narrative:
Product ID: mc1vr01-delsys. Product event summary: the full delivery system was returned and analyzed. Analysis indicated that the wire mesh was exposed on the shaft. The delivery system shaft was mechanically bent. The articulation of the delivery system was out of plane. The analyst noted that the delivery system was returned with the device attached. Visual inspection identified that the wire mesh was exposed on the shaft near the proximal end of the sheath. Curve could be applied with some difficulty due to curvature of the distal shaft which also was out of plane. Observation of the handle revealed the device deployment button in the locked position, the tether retaining pin not placed in the handle but was hanging from the tether line. The analyst could successfully deploy and recapture the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID mc1vr01-delsys serial# (B)(4) use by date: 2019-05-28 UDI: (B)(4). Prouduct ID: mc1vr01 product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the leadless implantable pulse generator (ipg), the ipg was repositioned repeatedly due to high thresholds. During those attempts, maneuverability of the delivery system became poor and the deflection button might have had a problem with its operability due to excessive deployment attempts. Therefore, the first ipg was removed and was replaced with a new delivery system and ipg. The second ipg was implanted. In the latter phase of the procedure, an abnormal decrease in blood pressure was observed occasionally during pacing. After the device implantation an ultrasound showed a perforation resulting in cardiac tamponade and effusion. In addition, the patient developed shock. By drainage, about 300cc was discharged. As the patient¿s condition was gradually stabilized, the patient was returned to the ICU. The second ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID# mc1vr01. Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.